Event description:
The manufacturer received information alleging a patient received burns to their face from an oxygen concentrator catching on fire. The patient was hospitalized. The device is not returning to the manufacturer for evaluation. The device was tested at the durable medical equipment (dme) supplier and was found to operate properly. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."